Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending (lad) artery. A 3.00mm x 15mm emerge balloon catheter was selected to dilate the lesion. It was noted that the shaft snapped into half. An unspecified balloon catheter was advanced and inflated inside the broken catheter. The physician was able to drag the broken catheter into the guide catheter where everything was pulled out. The procedure was completed with another device. No further patient complications were reported and the patient¿s status is fine.

Manufacturer narrative:
Device evaluated by MFR: the proximal portion of the emerge balloon catheter, which included the hub, hypotube and midshaft; was received with an emerge shelf box. The batch number on the packaging and device matched the reported batch. There was blood on the outer surface of the device. The midshaft was separated 12cm from the distal end of the hypotube. The distal end of the catheter was not returned for analysis (i.e. Distal shaft, balloon, and distal tip.) The midshaft material was jagged and stretched, which suggests that the separation may be related to tensile overload. The midshaft was buckled adjacent to the distal end of the hypotube. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending (lad) artery. A 3.00mm x 15mm emerge balloon catheter was selected to dilate the lesion. It was noted that the shaft snapped into half. An unspecified balloon catheter was advanced and inflated inside the broken catheter. The physician was able to drag the broken catheter into the guide catheter where everything was pulled out. The procedure was completed with another device. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).